Event description:
Journal reference: broggi, et al: "deep brain stimulation as a functional scalpel." Acta neurochir suppl 2006, 99:13-19. The article reports on the results of a retrospective study involving the treatment of several drug-resistant neurological syndromes with deep brain stimulation (dbs). A total of leads were implanted in patients. A number of patient complications were reported as part of the study results. Reportable event: patient experienced a cerebral abscess at the origin of the stereotactic trajectory site. No information concerning treatment and outcome was provided.